Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer had fallen into a river, exposing the insulin pump to water. The customer's most recent blood glucose was 140 mg/dl. The customer stated that the only way he could stop the alarming was by removing the battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no button keypad response due to moisture damage keypad trace. The insulin pump has minor scratched lcd window, cracked case near the display window corners and battery tube threads cracked.